Manufacturer narrative:
Technician found that the siderail would not latch in the up position as the siderail arm was broken off. Siderail arm was replaced to resolve this issue.

Event description:
Complaint alleged that the siderail would not latch in the up position.